Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Event description:
It was reported that the device starts to power on and then it shuts down. There was no report of pt use associated with the reported event.